Event description:
Additional information received reported that the patient still had concerns but had not sought help. The patient had not gone to the physician regarding the issue but had seen the nurse practitioner. The patient had a scheduled appointment on (B)(6) 2012. The patient had last been seen in the neurology clinic (B)(6) 2012. All impedances at the time were normal.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0120726v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot# j0124807v, implanted: (B)(6) 2002, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2002, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received indicated the implantable neurostimulator (ins) was removed due to normal battery depletion. There was no patient injury.

Event description:
It was reported that the patient experienced a feeling of electrical charges through her shoulders and a tightening sensation. The patient did not recall any falls and reported that it happened "off and on." Additional information received reported that the patient experienced a shocking or jolting sensation in her chest right above her right implantable neurostimulator (ins) which started approximately (B)(6) 2012 after her healthcare provider increased the stimulation. The patient was having issues with her tremors returning "every day." The healthcare provider suggested turning the stimulator off but the patient was concerned that the stimulation was not actually turned off. The patient was still was feeling the vibration in her chest while the stimulator was on. The healthcare provider felt this was not related to the device. The patient had a cat scan done about 6 weeks prior and x rays done about 2 weeks prior. There were no anomalies found with the leads. It was reported that the therapy usually worked pretty good but was not 100%. The patient was still taking oral medications to help with her tremors. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no significant anomaly. During the long term monitoring test, the battery reduced to a normal end-of-life (eol) condition, causing the output amplitude to be slowly decreased through-out the test. The ins functioned as intended, with the battery in this condition. Telemetry and output were okay.